Manufacturer narrative:
Hamilton medical ags reference: (B)(4) ; hamilton medical ags conclusion: it was reported that on 28 october 2025 a hamilton-c6 generated repeated peak pressure alarms during ventilation despite circuit and filter replacement and completion of preoperational tests. Log file analysis showed a patient connected prior to the reported date with alarms including vt low, disconnection on patient side, maximum leak compensation, and low minute volume; no log entries were recorded on the reported event date and no abnormalities were found in error, service, or instrument logs. A patient was involved, no harm or medical intervention was reported. Despite multiple requests, no additional information was provided, no device malfunction was confirmed, and the case is considered closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the hamilton-c6 continued to trigger peak pressure alarms despite replacement of breathing circuits, filters, and completion of pre-operational tests. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.